Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system failed mechanical tests. The mobile view station (mvs) was not powering on. The medtronic representative replaced the uninterruptible power supply (ups) in the mvs. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The ups was returned to the manufacturer for analysis. Investigation confirmed reported problem "mvs beeping." Uninterrupted power supply has depleted battery. After determining the original battery was depleted and not gaining or holding a charge, installed fa test battery, and allowed to charge overnight. After charging with fresh battery ups fans and lights function, but shuts off upon power interrupt. Fa battery measured greater than 26 vdc. The hardware investigation found that reported event was related to an electrical failure mode. The batter would not hold a charge. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that a site informed him that the imaging system's mobile view station (mvs) was beeping and would not fully power up. While troubleshooting, the medtronic representative walked the site through taking the front cover off and the uninterruptible power supply (ups) line power light was flashing. There was no patient present when this issue was identified.